Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb malfunction. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the junction case broken, the water jet tube buckled, the light guide cable buckled, the body cover grip cracked, the angle wire play, the ccd driver pcb corroded, the bending rubber missing, the light guide fiber bundle (lcb) crushed, the segment steel braid deformed, the biopsy inlet piece deformed, the lg supply tube leak, the root brace rubber cut, the objective lens unit scratched, the lg prong top loosened, the u/d lock lever improper adjustment, the ccd signal wire worn out, the u/d pulley wire worn out, and the segment steel braid ruptured; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.